Manufacturer narrative:
A supplemental MDR is being submitted for the correction of the valve model name. The section h10 (narrative text) of this report is being updated.  During insertion of a commander delivery system with a 26mm sapien 3 valve.

Manufacturer narrative:
The valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis could not be completed. A photograph was provided and shows multiple valve struts bent on the outflow side, and half of the thv stent valve protruded through the sheath liner. Procedural cine showed valve on severe bend of the subclavian. During manufacturing, all sapien 3 assemblies undergo several tests and inspections. The in-process sapien 3 valves are 100% visually inspected for defects during manufacturing pre-holder inspection per procedure and post-holder inspection. The frame components are 100% visually and dimensionally inspected by both manufacturing and quality for defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging per procedure to ensure no damage was done to the valve from handling between holder inspection and the brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the reported event. A lot history review did not reveal any other complaints for the work order number. A review of complaint history for the sapien 3 ultra thv (all sizes) from (B)(6)2019 to (B)(6)2020 revealed additional other returned complaints for the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6)2020 control limit for all the trend categories. The IFU, device preparation training manual, procedural training manual and subclavian approach training supplemental was reviewed for instructions relating to the complaint event. The subclavian training supplemental provides guidance on calcification degree and location distribution of calcium should be noted, location of calcium (especially at artery takeoff), and CT may be misleading in terms of distribution and location of calcium. In cases of questionable calcification, check with duplex ultrasound and during the procedure, dilate as necessary to accommodate the sheath. Tortuosity degree and location should be taken in account: sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage and left axillary approach limited to left subclavian takeoff angle ~ <90° from the aortic arch. Patient screening should be performed by angiography and perform selective subclavian angio during coronary angiogram in cases where transfemoral may be difficult. In addition, factors for delivery system and esheath removal are: assess if post dilation needed, retract the delivery system from the ascending aorta into the esheath, dsa contrast injection from lima catheter for better visualization to ensure no vascular access complication, remove delivery system and esheath as single unit without torqueing while maintaining wire in place and do not reinsert esheath at any time during removal. Once esheath seam is expanded, bleeding may occur along seam after the delivery system is removed and remove the delivery system with esheath as a single unit to prevent bleeding. There was no IFU or training deficiencies identified. The complaint was confirmed based on provided imagery. Without device return, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿it appeared that the calcium had torn the liner of the sheath¿. Echo confirmed that the valve was outside of the seam of the sheath, and it was also noted that the physician may have pushed too hard around the bend of the subclavian. ¿the sheath was by the valve and the physician pulled back on the sheath and it appeared that is how and when the sheath tore on a piece of calcium¿. In this case, the tortuous or bend of the subclavian to the aortic valve and the presence of calcification could have contributed to the liner tear, and further lead to the valve being outside of the sheath. Per provided imagery, observed damaged on the outflow of the valve frame during the post-procedure most likely occurred during withdrawal of the delivery system, sheath and valve. The thv or valve frame could be damaged by the challenging pathway with tortuous/calcified access vessel. Per procedural training manual, ¿retrieve system (delivery system, valve and sheath) together as one unit if substantial resistance is encountered¿. In this case, available information suggests that patient factors (calcified and tortuous subclavian access) may have contributed to the complaint event. However, a conclusive root cause is unable to be determined. No labeling or IFU/training inadequacies were identified, and review of the complaint history revealed that the occurrence rate did not exceed the (B)(6)2020 control limits for applicable trend categories. Therefore, no product risk assessment nor corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing. This report is 1 of 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2020-11079 and 2015691-2020-11080.

Event description:
During insertion of a commander delivery system with a 26mm sapien 3 ultra valve by subclavian approach into a 14fr esheath, it appeared that the valve had torn the liner of the sheath and the valve was in the subclavian. Angiography confirmed that the valve was outside of the seam of the sheath. The patient became hemodynamically unstable and bleeding was noted. The system was removed with the sheath and upon visual inspection the vessel was on the delivery system. The left subclavian was perforated and an 80mm x 40mm pta balloon dilatation catheter was inserted to occlude the vessel. Vascular intervention was performed by placing two 10mm x 100mm stents on the left subclavian (at the bend) up to the aorta. The patient was placed on cardiopulmonary bypass and CPR was initiated. The patient was converted to an open procedure and a 26mm certitude valve was directly implanted by transaortic approach. The valve was deployed, and the patient was stable. A 2nd vascular intervention was performed, and a graft was sewn into the left subclavian proximal to the stent that was previously implanted. The patient was weaned off pump and the chest were closed. The patient was transferred for post management care. The patient was stable but was being treated medically. The physician spoke to the family and a decision was made for palliative care. The patient expired post procedure. The devices were discarded and unavailable for evaluation. The valve was damaged during insertion and/or withdrawal. Per the provided pictures, the frame appears bent. The frame was significantly damaged.